Manufacturer narrative:
Product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following valve deployment at a depth of 1 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc) the valve slowly dislodged to a new depth of -5 mm on the ncc and -5 mm on the lcc. Per the physician, the depth at deployment contributed to the dislodge. Subsequently, a second valve was implanted in the patient. The dislodge resulted in a 15-minute procedural delay. No additional adverse patient effects were reported.